Manufacturer narrative:
After the initial report of the event, imaging pertaining to this event was obtained and a review of the procedural imaging was performed by edwards medical staff. It was observed that there was severe aortic valve and root calcification, no porcelain aorta and moderate mac. There was good coaxial alignment of the valve and delivery system and a fair image intensifier angle (iia). The valve was initially positioned 50/50 however during deployment the valve moved aortic approximately 4 mm (to an 80/20 aortic position). On post deployment aortogram there was no significant ar and no obvious extravasation of dye. Impressions noted valve movement during deployment towards the aorta in a severely calcified aortic valve. Significant valve oversizing was not present, however, this does not account for effect of significant aortic movement during deployment. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in addition per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause for the event could not be determined; however patient (bulky native annular calcification and mac) and procedural (fair iia, aortic movement during deployment) factors could have caused or contributed to the too aortic placement and aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that following the successful transfemoral deployment of a 23mm sapien valve the patient died. Reportedly it was thought that the native annulus ruptured after deployment of the valve. The patient reportedly had a severely calcified annulus and a small diameter sinotubular junction (stj). Operative notes received indicated that after successful deployment of the sapien valve there appeared to be a dissection near the edge of the valve. The patient reportedly became hypotensive requiring CPR. The patient required multiple defibrillations; however the patient degenerated into ventricular fibrillation and was place on femoral bypass for stabilization. Tee revealed a severe enlargement of the right atrium and right ventricle, suggesting a rupture of the aorta into the right atrium. Reportedly due to the patient¿s advanced age and medical frailty the CPR was discontinued. Additional information noted there was severe bulky native valve/leaflet calcification. The degree of aortic root calcification and mitral annular calcification (mac) is unknown. The patient had no septal hypertrophy.. The diameter of the stj was 23.3 mm. The image intensifier angle was reported to be good; however the coaxial alignment of delivery system and valve was reported to be fair. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.